Manufacturer narrative:
Additional information will be submitted within thirty (30) days of completion of the investigation. Product remains implanted.

Manufacturer narrative:
The pump was not returned for evaluation as a field servicing was performed to mitigate the reported event. Analysis of the driveline revealed that the device failed to meet specifications. The reported event was confirmed via visual inspection, which revealed a broken driveline strain relief and damaged driveline connector. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues; it identified that the most likely root cause is a reduction in bonding strength of the connector assembly and increasing the gap between the front and rear connector bodies during the manufacturing assembly process, which causes a decrease in the rear connector body removal torque (force). Analysis of the returned controller revealed that the device failed to meet specifications. The reported event was confirmed via visual inspection, which revealed that the controller driveline connector nut had become unscrewed. The confirmed malfunction is related to the reported event. Functional testing revealed that the damaged port was able to transfer electrical signal from the controller to the hvad motor fixture without issue. The reported loose controller driveline connector is most likely due to inadequate thread locking of the connector nut due to low bond strength of the adhesive followed by exposure to miscellaneous vibrations. Fsca jan2013 was distributed as a notification to sites to inspect rear portion of the hvad® pump's driveline connector housing, in case it became partially or fully separated from the front portion of the driveline connector. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately three years and nine months after hvad implantation, the patient's driveline connector was found to have a loose clamp nut during a routine inspection. No symptoms or injuries resulted and a driveline connector repair procedure was successfully performed by a heartware field engineer.